Event description:
It was reported to boston scientific that during a prostate biopsy procedure while using trupath biopsy devices, the physician experienced misfiring with 2 devices. In both incidents the devices were cocked and loaded (the yellow indicator was present) and the needle fired without pressing the button the first needle took 3 samples before misfiring and the second needle took 1 sample before misfiring. Both needles misfired during arming outside of the patient with no harm to the patient or user. The physician proceeded to complete the procedure with a third of the same device, the patient is reported to be "fine". Note: this report is being filed for one of the two devices that misfired, refer to MFR# 3005099803-2008-04773 for the report on the other device.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.